Event description:
It was reported that the user experienced a low blood glucose event while walking without pausing or disconnecting the ilet, with a recorded nadir of 63 mg/dl and a low alert issued by the device; the event was treated with oral glucose, and no symptoms were reported. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.